Manufacturer narrative:
Other devices involved in this event: (B)(4); cat#: 1650de; exp date: 09/30/2015; mfg. Date: 09/30/2014. (B)(4); cat#: 1650de; exp date: 01/31/2017; mfg. Date: 01/31/2016. (B)(4); cat#: 1650de; exp date: 09/30/2015; mfg. Date: 09/30/2014. (B)(4); cat#: 1650de; exp date: 09/30/2015; mfg. Date: 09/30/2014. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the site that while at home the patient recognized that the controller changed from one power port to the other before batteries were down to 25% (>25%) with all batteries. The batteries and controller were exchanged. The controller exchange was well tolerated by the patient. There was no report of alarms or loss of power. The switching could be reproduced by manipulating connections. The associated controller received the smr upgrade on (B)(6) 2016. The devices will be returned for analysis. No further information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching events. A controller (B)(4) and four batteries (B)(4) were returned for evaluation. (B)(4) and (B)(4) were not returned for evaluation. A review of the manufacturing documentation confirmed that (B)(4) and (B)(4) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performances of the returned devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Log file analysis revealed several premature power switching events that were due to momentary disconnections involving (B)(4). As part of an internal investigation, fsca dec2015 b was initiated in january 2016 to recall any remaining batteries with lishen hvad battery packs. The internal investigation determined that there is a potential for (B)(4) to malfunction due to faulty lishen cells within the hvad battery pack. This potential malfunction may have contributed to the reported event. Based on the available information, the most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries and one battery with lishen cells that have a potential to malfunction due to faulty internal cell pairs. However, an internal investigation has been opened to evaluate the momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Preliminary log file analysis revealed that battery (B)(4) was involved in the reported power switching event. The return of this battery has been requested. (B)(4) - battery / catalog number 1650de / expiration date 07/31/2015. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional battery ((B)(4)) was identified for power switching and added to the complaint. (B)(4) - battery / catalog number 1650de / expiration date: 30-nov-2013. UDI #: unknown. No, not returned to manufacturer. Device manufacture date: unknown. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.